Event description:
Patient was treated with a r tcar on (B)(6) 2019 by physician at (B)(6) hospital. Physician used a 5x20 balloon for a pre dil and placed a enroute 10x40 stent. Bilateral images were taken, and both looked wide open. Later in the evening physician called to notify srm representative that the patient was having some symptoms and was going back in to see physician. Physician decided to pre dil place a gore viabahn stent and post dilate using the enroute nps. Patient went for an MRI on (B)(6) 2019 and physician notified srm representative to say the patient has hemi neglect and will keep srm posted.